Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to over 301 mg/dl. The patient reports the pod was leaking during wear and they experienced irritation at the pod infusion site, (arm). As treatment, the patient was prescribed a cream for the irritation at the pod infusion site. The pod will not be returned as it has been discarded.

Manufacturer narrative:
Correction to d4: catalog no changed from unavailable to zxp425. Correction to g5: PMA/510(k) # changed from unavailable to k192659.